Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis, should pertinent information be provided.

Event description:
It was reported that this device was replaced due to preventive/prophylactic reasons related to the "high battery impedance may initiate safety mode" ingenio advisory. No additional adverse patient effects were reported. Additional information received indicated this device exhibited premature battery depletion behavior. The device was returned for analysis.

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis, should pertinent information be provided. The returned implantable pacemaker was analyzed and an engineering-level longevity prediction calculation was completed to assess the rate of battery depletion. Given the programmed parameters and other data stored within the memory of the device, the results of this calculation indicated that the actual rate of battery depletion fell within an acceptable range. Next, a series of diagnostic tests were conducted that verified the performance of pacing, sensing and recording functions. Having met the engineering longevity prediction, functionally passed all returned product testing, and with no further information to indicate a product performance issue, we have concluded that this device experienced normal battery depletion.

Event description:
It was reported that this device was replaced due to preventive/prophylactic reasons related to the "high battery impedance may initiate safety mode" ingenio advisory. No additional adverse patient effects were reported. Additional information received indicated this device exhibited premature battery depletion behavior. The device was received for analysis.